Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd881425 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis and touch contamination in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date in 2011, the patient made a mistake/touch contamination. The patient reported that she was "not sure as to the direct cause, but that it was because of a mistake on her behalf." On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. At the time of this report, the patient was recovering. The patient reported that she was told by her nurse that she will be fully recovered by (B)(6) 2011. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality.